Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported the right lead had eroded through the skin. On (B)(6) 2025 the physician created a new pocket to tuck the lead into in the scalp. The site was treated with debridement and antiseptic cleaning mechanisms to address the issue. Infection was not confirmed.